Event description:
The customer reported being at the emergency room due to high blood glucose of 415mg/dl. Troubleshooting was performed. The time, date, programming, and settings were correct. Assisted the customer to run a fixed prime test and the insulin did exit. Advised the customer to call back when a tubing clamp arrives to complete testing. The customer stated that the infusion set was changed before his glucose rose. The customer mentioned storing the infusion sets in a vehicle. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.